Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a next of kin that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of around 600 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had cancer and due to cancer medications as well as declining health, their blood glucose levels went high. Troubleshooting was not completed as this was a past event. The customer passed away on (B)(6) 2018 due to an event unrelated to their diabetes. The insulin pump will not be returned for analysis.